Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the crimped stent was damaged with struts distorted, stretched and lifted upwards from the stent profile. The crimped stent stretched distally over the markerband. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft and a hypotube break at the point of a severe bent, located 660mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple kinks in the outer and inner shaft wall. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-jan-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous left circumflex artery (lcx). Following predilation, a 3.00x24mm promus element¿ plus drug eluting stent was advanced to treat the lesion. However, despite repeated attempts, the stent failed to cross the lesion. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a hypotube break and stent damage.